Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while the physician placed another lead. The lv lead was attempted to be re-implanted, however, the physician chose to replace the lead after it was not able to be placed. The physician commented that the event was related to patient anatomy and the difficulty of the complicated operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.